Event description:
It was reported that the device generated an handpiece error code. There was no back up device available. No patient injury reported.

Manufacturer narrative:
After functional inspection the investigator determined that device presented overheating due to corroded motor/gearbox, because this condition the handpiece error code reported by customer could not be reproduced in the laboratory. Additionally, visual inspection showed no observable issues. A motor stall condition will result in increased current draw from the control unit which will heat the motor and hand piece housing. Factors which can contribute to gearbox corrosion include cleaning and sterilization methods and the chemicals involved. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.